Event description:
It was reported to target that during the procedure the dasher guidewire could not reach the location desired. When it was removed it was found to be kinked and cut in the distal section. The patient's health was not affected from this occurrence.